Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 600 mg/dl. Customer¿s current blood glucose is 279 mg/dl and other blood glucose was 170 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the manual injection. Troubleshooting was done for high under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege under delivering. The customer reported that the they had performed the self test and the test was passed. The insulin pump will not be returned for analysis.